Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00794. It was reported that the patient presented in clinic for an initial implant procedure. During the procedure, the physician attempted to implant two different left ventricular leads. Both leads failed to have the guidewire removed from them, and they could not be implanted. The procedure was completed using a third lead on (B)(6) 2020. The patient was stable.